Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.